Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread during a hernia procedure.

Manufacturer narrative:
Samples received: 120 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received 120 closed samples and 1 open sample with the needle detached from the thread. We have tested the needle attachment of the closed samples received and the results fulfil requirements: 2.11 kgf in average and 1.71 kgf in minimum (requirements: 1.53 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.